Event description:
It was reported that pump had malfunction alarm with code displayed and customer¿s blood glucose reading showed ¿high¿ without specific value known. There was no reported information regarding impact to the customer¿s blood glucose level beyond indication that it was high. Customer did not take any action before contacting technical support, then received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which caller acknowledged and understood.